Manufacturer narrative:
Pending evaluation. Concomitant device(s): logic cr tib insert std, sz 2, 9mm (cat# 02-012-47-2009).

Event description:
As reported, average size female patient with dob of (B)(6) 1948 being revised due to patella pain in right knee. Removed the inset patella, recut the surface and placed a resurfacing 3 peg patella. Insert was not worn but surgeon chose to replace it while there with a similar thickness insert. Device will not return due to hospital policy all available information has been received.

Event description:
As reported, average size female patient with dob of (B)(6) 1948 being revised due to patella pain in right knee. Removed the inset patella, recut the surface and placed a resurfacing 3 peg patella. Insert was not worn but surgeon chose to replace it while there with a similar thickness insert. Device will not return due to hospital policy. Left the operating room, the patient was stable and doing well all available information has been received.

Manufacturer narrative:
(H3) the evaluation noted that the devices were not returned and therefore, not evaluated. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; due to the pain was reported and the patient¿s native patella was replaced. (D11) concomitant device(s): logic cr tib insert std, sz 2, 9mm (cat# 02-012-47-2009).